Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (foreign, other) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that symptoms of an infection occurred at the position of the chest battery in (B)(6) 2020, and the wound became suppurated. The patient returned to the operating hospital for debridement surgery. After sutured, the symptoms of infection reappeared. After the examination, the healthcare provider (hcp) suggested to take out the battery and re-implant in a half of a year. The battery was removed in (B)(6)2020. The patient was observing at home.